Event description:
It was reported that the patient was in the hospital. The patient had had non stop throwing up and diarrhea for the past 4 days. Symptoms were not stopping with IV zofran and IV fluid administered. The patient had pain at the implantable neurostimulator (ins) site - this just started today. The doctor's nurse does patient programming. The caller contacted the doctor's office but the doctor was going out of the country and was not available to come to the hospital. A field staff request was made. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 4351-35, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 4351-35, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).